Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas 6000 e 601 module. The initial result was 9567 (unit of measure not provided). The repeat result from a 400-fold dilution was "3.11 million." The initial result was reported outside of the laboratory. The original hcg result from a colloidal gold test was "negative." The result was positive after a x100 dilution. The hcg+ss reagent lot number was 516539. The expiration date was not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The suspect medical device was updated. The e601 module serial number was (B)(6). No further data was received for investigation. Based on the information provided, the event is consistent with a high dose hook effect (hdhe) of the sample due to extremely elevated hcg + b concentrations. The undiluted "negative" result from the colloidal test showed a clear instance of a hdhe. The initial, undiluted result of 9567 miu/ml was close to the upper limit of the measuring range of 10000 miu/ml and is consistent with an hdhe sample. For samples with extremely high hcg + b concentrations, product labeling states: "samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzers or manually). The concentration of the diluted sample must be > 100 miu/ml." The concentration of the sample is greater than the hdhe claim in product labeling: "there is no high-dose hook effect at hcg concentrations up to 750000 miu/ml." The investigation did not identify a product problem.